Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips field service engineer (fse) was dispatched onsite and found the system was switched off immediately. Upon troubleshooting, fse found that fuse in mpdu control unit was blown off. To resolve the problem, fse replaced the fuse. After the replacement of the fuse, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down by itself and was unable to boot back up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.